Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit the discovered the drive manifold needs to be replaced. After replacing the drive manifold, the low vacuum message cleared. All other functional tests were done, and the unit is now operating satisfactorily. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, full event site email: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cs100 intra-aortic balloon pump (iabp) had low vacuum error. No patient involvement.